Event description:
It was reported that during implantation of the intraocular lens (iol), that the haptics were not folded correctly and the haptics stuck to each other and to the optic. There was no patient injury or impairment reported. The lens was successfully implanted. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.